Event description:
It was reported that on (B)(6) 2011 the patient underwent a spine fusion surgery on the lumbar region of her spine from l4 to l5 using rhbmp-2/acs. The patient's post-operative period has been marked by increasingly severe pain and weakness in her lower back and lower extremities. A CT scan performed on (B)(6) 2013 demonstrates disc bulges contributing to neural foraminal narrowing at the implant site. Reportedly, patient underwent a revision surgery on (B)(6) 2013 to remove ectopic bone growth at the implant site. Reportedly, patient continues to experience severe and unrelenting lower back pain that radiates into her lower extremities and feet.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2011 the patient presented with l4-l5 dynamic spondylolisthesis with associated stenosis. The patient underwent the following procedure: l4-l5 minimally invasive surgery, transforaminal lumbar interbody fusion (neuromonitoring and microscope), pedicle screw rod fixation with peek intervertebral body spacer- 12 x 26 -intertransverse and intervertebral body autograft, allograft , actifuse and bone morphogenic protein, intraoperative pedicle screw emg and motor evoked potentials. Per op notes: sizers were used to establish the need for a 12mm tall cornerstone peek graft. This 12 x 26 prosthesis was then filled with a strip of bone morphogenic protein and covered with actifuse tamponade and rotated advanced forward. A large amount of other autograft was then used to pack the interspace. Six 5x40 mm screws were placed. Actifuse and rhbmp-2/acs was packed around the debrided transverse process and lateral mass. The screws were set. The rods were placed under gentle compression before breaking off the cap screws. Final ap and lateral was satisfactory.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.